Event description:
The customer reported that the jaws of the device would not open and became stuck. The site contact does not know if the device was on tissue at the time. There was no pt injury and the surgeon used a 2nd device to complete the procedure. No further info is available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.